Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg had reached end of life. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report that the ipg was revised due to a depleted battery was not confirmed. Analysis of the returned ipg found that the device had not declared eri or eol. The device had no physical anomalies, communicated with all lab utilities, and passed all tests on the ate (automated test equipment).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.